Event description:
It was reported via repair work order that mattress was damaged and had fluid intrusion. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.